Manufacturer narrative:
.

Event description:
Procedure type: nephrectomy. Patient gender: unknown. According to the reporter, the balloon burst during the procedure. There was no report of impact to the patient. No patient injury was reported.